Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection; therefore, the device was removed and, four months later, a new ipp was implanted. No additional information was provided.